Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an intermittent vibration occurred. The patient stated that they felt low, checked their receiver and realized it had not alerted them. The patient stated based on the continuous glucose monitor (cgm) reading, they ate applesauce to treat their low. No injury was reported. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.